Event description:
In late 2008, abbott point of care was contacted by a customer who reported a martel printer for the I-stat1 analyzer was hot to touch. There was no report of any injury associated with the complaint.